Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Acl reconstruction - (B)(6). It was reported that the surgeon contacted jnj representative advising that a patient of his has pain at the tibial screw site. The original procedure was done in 2017. Jnj representative asked surgeon if he has a post op x-ray and if the screw is proud or for any more information. Jnj representative is awaiting response. Unknown: mitek = 1 x milagro advance screw - still implanted.

Event description:
Acl reconstruction - (B)(6). It was reported that the surgeon contacted jnj representative advising that a patient of his has pain at the tibial screw site. The original procedure was done in 2017. Jnj representative asked surgeon if he has a post op x-ray and if the screw is proud or for any more information. Jnj representative is awaiting response. Unknown: mitek = 1 x milagro advance screw - still implanted. Additional information from affiliate 5/21/18: third attempt for additional information has been made via e-mail, however no further information has been provided. Any update received will be captured accordingly upon receipt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is implanted in the patient, and will not be available for a physical evaluation. This complaint is not confirmed. It was reported that the device caused pain at surgical site. Multiple attempts were made to gain more information on the patient status however no further information is available. No information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number or part number were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.